Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex contour profile high 275cc saline prosthesis, lot number: 180178, catalog 3542711. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with a left mentor siltex contour profile high 275cc saline prosthesis and an unknown right mentor saline prosthesis. Deflation on the left breast prosthesis and was diagnosed post procedure. In addition, capsular contracture baker grade ii of the right breast prosthesis was indicated. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. The patient has recovered fully since. This report is for the right prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/17/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a 57 year-old caucasian female patient underwent primary breast reconstruction with a left mentor siltex contour profile high 275cc saline prosthesis and an unknown right mentor saline prosthesis. Deflation on the left breast prosthesis and was diagnosed post procedure. In addition, capsular contracture baker grade ii of the right breast prosthesis was indicated. As a result, the patient underwent bilateral removal and replacement on 3/8/2018 with mentor smooth round moderate profile saline prostheses, 325cc on the right and 250cc on the left . The patient has recovered fully since. This report is for the right prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 4 cm on the posterior aspect. No other anomalies were discovered. The patient¿s breast prosthesis was submitted with a complaint of capsular contracture. The product evaluation team discovered a rent measuring approximately 4 cm on the posterior aspect. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the initial report, it was stated that the device was an unknown saline implant. The catalog number originally provided was 3541615, which is invalid. However, 3501615 is a valid catalog number, and this device will be reported as such unless further information is received. On 4/2/2018, mentor became aware that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses, 325cc on the right and 250cc on the left. Also on 4/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is still in progress. Manufacturer¿s reference number: (B)(4).